Event description:
It was reported that this right ventricular lead was surgically abandoned due to a fractured that was confirmed trough x-ray. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to unknown reasons. This lead was successfully replaced. No additional adverse patient effects were reported.